Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance decreased. The technical consultant stated that the decrease is probably reflective of the beginning of an insulation breach. Follow-up with the clinic determined that the lead was removed due to fracture. No patient complications were reported as a result of this event.